Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the right ventricular (rv) lead exhibited high capture threshold and diaphragmatic stimulation. The lead was explanted and replaced. The patient was recovering post procedure.